Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A1, a2, a3, a4: updated; b3: updated; h6 health effects: updated. Additional information was received, occurred while in use, patient details provided, the event is resolved, and patient received intravenous epoprostenol, ambrisentan, sildenafil , spirolactone, prochlorperazine maleate, lansoprazole, apixaban, carbocisteine, and codeine, corrected data: see h10.

Manufacturer narrative:
Other, other text: b3: date of event unknown, d4: lot number unknown, expiration date unknown and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the extension set is "faulty". It is unknown if there was patient involvement.